Event description:
It was reported per field service report: on a patient - exchanged off the patient. Symptom: the rn educator in the surgical intensive care unit (sicu) called the arrow complaint department to report "a second failure on this pump" after it was returned to service by the hospital's biomed department. "Screen blanks out, then a keyboard malfunction error." Findings/actions taken: the hospital biomed not aware of 2nd failure. Pump in biomed and could not get a failure. This pump will be used as a training pump and backup.

Manufacturer narrative:
(B)(4). Product will not be returned for evaluation.